Event description:
It was reported that the patient presented in clinic for a follow up. Upon interrogation, it was noted that the implantable cardiac monitor (icm) exhibited post-sensed t-wave over-sensing. Programming changes were made. The patient was stable throughout.